Event description:
A sales representative sent an email to baxter corporate product surveillance to report a clearlink continu-flo solution set in which the tubing separated. According to the report, at the end of the infusion of ceftriaxone (2 grams), the IV tubing came apart "at the last joint". All of the medication was delivered. No air was noted to enter the patient line. After the nurse did a blood return, she flushed the catheter with 20cc's of normal saline. The event occurred after use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.